Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-30559. It was reported the patient's leads had migrated due to a fall. The issue was confirmed via x-rays. The patient experienced ineffective stimulation. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were repositioned. Effective therapy was established post-operatively.